Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event #2. The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. No sample available to evaluate.

Event description:
As reported by the user facility: event # 2: tip of the epidural catheter broke off in the patient. Tip remains inside patient. No follow up care was given to patient. No side effects from the tip breaking off. No retrieval was attempted. It was stated there was resistance felt when attempting to remove the catheter but they continued to pull.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4), event # 2. The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.